Event description:
The customer reported 100 ml secondary (chemo) bag did not empty completely before the 100 ml primary (saline flush) bag started to infuse, in spite of adequate head height differential. In spite of lowering the primary on 1, then 2, then 3 hangers, there was still 20 ml left in the secondary that wouldn't infuse until the three clamped the primary. There was no pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint of delayed secondary infusion could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.